Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working right and they experienced high blood glucose. The customer blood glucose level was 300 mg/dl at time of incident and current blood glucose was 437 mg/dl. Customer treated with insulin pump. Customer declined troubleshooting for high blood glucose level. The product will not be returned for analysis.